Event description:
It was reported that the patient had trauma to neck per x-ray her lead had moved very lateral causing her muscle spasms in her right upper extremity. The doctor ordered another x-ray (the one that was looked at was from a year ago showing the displaced lead) and a CT scan. The doctor told the patient she would need her lead revised to put in back in the original position. There were also 2 electrodes with high impedances on 2 and 8. The doctor was recommending a new lead. The patient¿s status at the time of report was alive with no injury. The patient had spasms in the right arm.

Event description:
Additional information received reported that no lead revision had been scheduled yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information reported that following the surgery, the patient was programmed and educated on the proper use of the device. The patient was reported as doing great (very happy") and had great coverage. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a replacement on the day of the report. The health care professional noted there was no alleged device issue. It was noted that the patient was involved in a bar accident and "something got pulled over her head&#55319;here the leads were implanted in the cervical area. Post-accident, the lead migrated and there was a high impedance issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was further reported that patient felt the physician who implanted the stimulator had put it in a bad location. The wires were where her bra strap was, which caused pain on top of regular pain from her bra strap. The stimulator was for her right shoulder. The patient also re-iterated that the leads had not been working (for a year to year and a half prior to replacement).

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37092, lot# 234550004, implanted: 2010 (B)(6); product type accessory product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37651, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).